Manufacturer narrative:
The field service engineer went on site to discuss the issue with the customer and the issue occurred again. A tube with the label "mrs. X" and barcode "1234 is put on the instrument. After analysis, the report visible on the instrument for barcode "1234" is in the name of "mr. Y" instead of "mrs. X". In the lis, the results were still linked to barcode "1234" of "mrs. Y". The engineer stated that when there is a name mismatch, results from the linked u 601 urinalysis analyzer are sent over to the lis, but not the results from the u 701. The engineer also noted there was an issue with the radio frequency ID (rfid) reader on the u 701 and changing the reader did not work. The engineer noted that he had the same issue a few years ago and it was resolved by formatting the pc.

Event description:
The initial reporter stated there was an issue with the software of the cobas u 701 microscopy analyzer as incorrect patient demographics are being displayed for patient samples. When the user tried manually re-sending results from the cobas u 701 to the laboratory information system (lis), the sample identifier was the correct one for the sample, but the instrument displayed the wrong patient demographics. The customer then further described the issue as follows: on the morning of 06-jul-2022, a sample from patient abc is measured on the u 701 with the barcode 2166720928. The u 701 queried the lis and sent results normally. At the end of the evening, patient xyz is measured on the u 701 with the barcode 2166727208. The u 701 queried the lis and matched patient abc to the barcode 2166727208. The results crossed over from the u 701 to the lis, but the results could not be validated because there was no match in the patient names. The customer confirmed there were no issues with their lis.

Manufacturer narrative:
The investigation determined the system software worked as specified. The issue is consistent with a user error as the results were manually assigned to the wrong patient.